Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging deficits. The patient underwent and ipg replacement procedure and the pocket was moved to a more comfortable spot. The patient was doing good postoperatively. The explanted ipg was discarded.